Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced low blood glucose level. Customer¿s blood glucose level was 28 mg/dl at the time of incident. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. It was unknown that the auto mode feature was active at time of low blood glucose event. Customer declined troubleshooting for low blood glucose level. No further patient complication were reported. The device will not return for analysis.